Event description:
There is rust on the instruments.

Manufacturer narrative:
Medwatch sent in error, no serious injury or prior malfunction reported for events of rust. This report, 1818910-2015-17902, will be rejected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.